Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a bioid scanner was not scanning. The field service engineer (fse) reseated the loosened universal serial bus (usb) cable going to bio ID and restarted station. Then, tested successfully in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the bioid scanner was not working and was unable to scan any fingerprints. The staff had rebooted the station and cleaned the surface of the scanner, but the issue persisted. There were no adverse events or injuries reported based on this event.